Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high and varying impedance, undersensing, and lead dislodgement. It was also reported that the patient experienced diaphragmatic stimulation. The patient was hospitalized and x-ray, cardiogram, and computed tomography (CT scan) confirmed cardiac perforation. The ra lead was explanted and replaced. It was noted that the patient had experienced a previous car accident and was thrown from vehicle. No further patient complications have been reported as a result of this event.